Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified broken crease sharp, stress marks, missing shell (0-25%), crease fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.